Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced but was not able to cross the lesion. However, when the balloon was initially inflated in the calcification, the balloon ruptured. The procedure was completed with a peripheral cutting balloon (pcb). There were no patient complications reported.